Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site, and the ipg was very superficial. It was also reported that the patient was lifting heavily, and the patient's leads had migrated down slightly, which was confirmed via imaging, and as a result was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the ipg was moved to the lower flak, and the leads were repositioned to address the issue. Effective stimulation was restored.